Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital with syncope after having received some shocks. A remote monitoring transmission indicated that oversensing and undersensing was occurring on the treated episodes. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.